Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.